Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have presented to hospital after a traumatic injury with t11-t12 fracture with retropulsion leading to paraplegia. The patient further sustained left-sided rib fractures and left pneumothorax necessitating treatment with a chest tube and fixation. The indication for the filter was reported to be as prophylaxis against pulmonary embolism (pe). The filter was implanted via the right subclavian vein and placed at the level of l2-l3. The patient is reported to have tolerated the procedure well. More than fourteen and a half years after the filter implantation, the patient became aware that the filter had fractured and that filter struts had perforated the inferior vena cava and were abutting an organ. The fractured segmented were located with the inferior vena cava (ivc). The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient's pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body's natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. Per the implant records, prior to the index procedure, the patient sustained an injury during a logging accident with a t11-t12 fracture with retropulsion. The patient had paraplegia at the time of injury along with left sided rib fractures and pneumothorax. A chest tube was initially placed and removed two days later. The filter was indicated as prophylaxis for pulmonary embolus (pe). Prior to filter placement the patient underwent fixation. The patient's right chest and neck were prepped and draped in sterile fashion. A needle was inserted into the right deltopectoral groove and directed inferolateral to the target just beneath the clavicular head. Under fluoroscopy guidance, a venogram was performed, identifying the inferior vena cava (ivc) which measured 12.5mm. The trapease filter was then deployed at the l2-l3 level. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc, and further experienced anxiety related to the filter, becoming aware of these events approximately fourteen years and ten months after the filter implantation.